Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. The customer returned insulin pump for alleged pump error 3 and pump error 54 alarm and cosmetic damage located at the retainer ring found on 03-sep-2021. Device passed self test, unable to perform the displacement test due to a missing retainer. Successfully utilized thus to download history/trace files. No pump error 54 alarms were noted during testing; however, the pump downloaded history confirmed pump error 54 alarm (esf3010978, line number 1421, file number 32122) was noted at 09/03/2021 10:48:25.000. Pump error 3 was also noted in pump download history on 09/03/2021 at 10:48:27.000. (Esf3010978, line number 1421, file number 32122). Pump error 3 was the consequence of pump error 54. This is expected behavior. Pump error 54 was triggered due to the gap between the dma down counter going to 0 (zero) and usart transmit complete interrupt. (Duplicate of row 161). This is the sw defect. The p-cap did not lock in place properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case, cracked case (battery tube), minor scratched lcd window, cracked lcd window, missing display window/cover, keypad overlay texture damage, pillowing keypad overlay, detached retainer, retainer knit line damage, missing o-ring (reservoir tube), serial number label missing. Device was cut open to perform a visual inspection, and no moisture or physical damage was found on pcba 1, pcba 2, or the motor. Pump error 54 due to software error was confirmed, and pump error 3 due to pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loose retainer ring and had two insulin pump errors. Self test passed. Customer stated that reservoir does stayed in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.